Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had loose pieces in the barrel of the syringe and was loud when adjusted" was verified through actuation of plunger tube, shaking pump to produce sound. Probable cause was use of pump without any lubricant on the plunger tube and a loose object in plunger lever. Lubricated plunger tube removed object from plunger lever to resolve reported issue. Further evaluation found a travel coarse error in the event history log. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had loose pieces in the barrel of the syringe and was loud when adjusted¿; during device evaluation it was found there was a travel coarse error in the event history log. The event occurred during testing. There was no patient involvement or harm.